Manufacturer narrative:
During inspection and testing, the coating of the insertion section was found to be peeled off due to deterioration. In addition, service confirmed the customer's complaint that there was leakage from the scope, as switch #4 was no longer watertight. Service also identified the following: the insertion tube was wrinkled due to external factors, bending angulation was insufficient due to stretched angle wires, the bending cover adhesive was chipped, there was a dent in the insertion tube, the cord was damaged, the video connector was cracked, the product label on the light guide connector was peeled off, and there were scratches on various parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported leakage from the scope. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating was peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to d5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the coating was peeling due to the stress of repeated use, external factors or user handling. Olympus will continue to monitor field performance for this device.